Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling and warming therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Manufacturer narrative:
This is a duplicate of report # 0001831750-2017-00228.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling and warming therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling and warming therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.